Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and a system interconnect cable was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode=dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and " pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.